Event description:
It is reported that in 2005, a versys hip stem was being implanted when the inserter got lodged in the impaction hole. The patient's femur fractured when the surgeon tried to dislodge the inserter from the implant. A cable plate with wires was installed to reduce the fracture.